Manufacturer narrative:
After battery installation, the unit displayed a frozen medtronic logo screen. There was corrosion just about everywhere on pcba1 and mold inside the battery connectors. Unable to perform the displacement and self tests due to the frozen display. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump was exposed to moisture. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.